Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: baxter healthcare - mountain home, 1900 n highway 201, mountain home ar 72653, united states; baxter healthcare - dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the last fill line of the homechoice cassette and the fill bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a disconnection between the last fill line of the homechoice cassette and the final bag that led to this alarm. Renal therapy services (rts) reviewed proper procedures per the user manual with the home patient (hp). Rts advised the hp to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.